Event description:
It was reported by service report that the foot-end lift was stuck in high height position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - faulty potentiometer and a discrepant sensor coil wire harness caused the foot-end lift being stuck up high.